Event description:
It was reported that the patient received inappropriate hv therapy due to oversensing. Review of egm revealed the oversensing led to the misdiagnosis of vf due to programming. Programming changes were made. No further episodes have been occurred and the patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.